Event description:
Customer reported damage to the insulin pump. Customer's blood glucose reading was 120 mg/dl. Nothing further reported.

Manufacturer narrative:
Findings: cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window and cracked case near display window corners noted during visual inspection. Damaged battery cap coin slot (p). (B)(4).